Manufacturer narrative:
The t:slim pump user guide states: if you begin to change a cartridge, but do not complete the process within 3 minutes, the change cartridge alert occurs. You are prompted to complete the cartridge change process. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete change cartridge alert. The customer stated that had forgotten to complete the load process and did not resume insulin therapy. The customer's blood glucose (bg) level was impacted (429 mg/dl) and the customer delivered a correction bolus to manage bg level.